Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an abrupt change in right atrial (ra) pace impedance measurements of greater than 3,000 ohms. A signal artifact monitoring (sam) episode was observed resulting in the respiratory rate trend (rrt) feature being switched. Technical services (ts) had the health care professional (hcp) turn rrt off. Ts discussed isometrics and pocket manipulation in which the hcp did not want to perform in case of a lead fracture. No noise could be observed. Ts recommended closely monitoring. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an abrupt change in right atrial (ra) pace impedance measurements of greater than 3,000 ohms. A signal artifact monitoring (sam) episode was observed resulting in the respiratory rate trend (rrt) feature being switched. Technical services (ts) had the health care professional (hcp) turn rrt off. Ts discussed isometrics and pocket manipulation in which the hcp did not want to perform in case of a lead fracture. No noise could be observed. Ts recommended closely monitoring. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.